Manufacturer narrative:
The reported complaint was not confirmed as the complainant facility was unable to provide a complaint sample for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A follow up report will be filed upon completion of the plant investigation.

Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal leak. The blood leak was visible. Blood test strips were used and they tested positive. No damage was identified on the dialyzer. The machine did alarm. Estimated blood loss was 100ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The sample was discarded by the user facility and was not available for MFR eval.